Event description:
It was reported that the right ventricular (rv) lead experienced rising thresholds over the last year approximately to a high level. The right ventricular (rv) lead was capped and replaced. No patient complications have been reported as a result of this event.